Event description:
It was reported that approximately one year post placement of two stents in the sfa,the patient was admitted to the hospital. Upon evaluation, it was identified that the sfa was occluded and the stent had fractured in several places. Femoral-distal bypass surgery was performed.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway. This event involves two devices and is associated with the patient in the event reported under manufacturer report no 9681442-2010-00068. This event is being reported because this device is the same or similar to the one marketed in the united states PMA#: p070014.